Event description:
It was reported that the patient presented for a follow-up after receiving multiple hv therapies. The patient received inappropriate shocks due to undersensing of an atrial arrhythmia. The device was reprogrammed. The device was later explanted for normal eri

Manufacturer narrative:
Evaluation: this historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the products actual performance and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.

Manufacturer narrative:
The device was tested using automated test equipment and an anomaly which results in a slightly slower maximum atrial pacing rate was observed. This would not have been related to the inappropriate therapy reported from the field. No other anomaly was found. The atrial sensing functionality was found to be normal.following fields deleted: h3-evaluation summary attached